Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-20-2024 patient's parent reported that 2 infusion sets fell off during use. The infusion set was in use for not more than 24 hours. No further information was available.

Manufacturer narrative:
Initial and final MDR 1922530 - MDR 3003442380-2024-16792 - device 2 of 2.